Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is showing a low vacuum alarm error. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site state: (B)(6), postal code: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit and suspected drive manifold is to be defective. He replaced the drive manifold. Completed repair with all functional and safety tests per manufacturer specifications. Now the iabp machine is working fine and it can be put for regular use.